Manufacturer narrative:
Patient information was requested and the customer did not return call.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.